Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 318 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the infusion set and resumed insulin delivery to address the issue. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy.